Manufacturer narrative:
The lens was returned inside a plastic specimen jar. The lens has viscoelastic dried on it. The optic was cut into pieces. No additional damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The lens was returned in pieces. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided in the file that the company lens of 19.0 diopter lens was removed and replaced with a non-company extended range of vision lens. No further information has been provided at this time (B)(4).

Event description:
A ophthalmic technician reported following the intraocular lens implantation the patient had experienced unhappy vision at distance and near hence the lens was exchanged. Additional information has been requested.